Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n297398002, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2018, regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome - other. It was reported that interrogation of the pump showed that elective replacement indicator (eri) was in one month. A catheter dye study was performed, and was unsuccessful. The environmental, external, or patient factors that may have led or contributed to the issue included normal use. The issue was not resolved at the time of report, and the patient's status was alive - no injury. It was indicated that surgical intervention occurred as the pump's eri was at 1 month, and the physician was not able to aspirate the catheter during the dye study. No patient symptoms were reported and no further complications were reported or anticipated.